Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp minivolume extension set leaked from the "rubber port on the med line filter" (interlink component) during a magnesium infusion; the rubber stopper was "half out". The patient still received a majority of the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.